Event description:
It was reported that the patient could not reach their artificial urinary sphincter pump. In the clinic, the physician observed that the issue was due to the balloon herniating to the inguinal canal within two weeks of surgery. The balloon was replaced. The patient had no further complications.

Event description:
It was reported that the patient could not reach their artificial urinary sphincter pump. In the clinic, the physician observed that the issue was due to the balloon herniating. The balloon was replaced. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.